Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The power controller board, power supply, display connector board, and display power cable were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit displayed and error a system may shut down during a case. The unit did not shutdown and continued to work as intended during the procedure. There was no patient injury.